Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right atrial (ra) lead dislodged, had no capture, and developed an associated hematoma. The lead was revised and the hematoma was evacuated. The lead remains in use. No further patient complications have been reported as a result of this event.